Event description:
It was reported that that right ventricular (rv) lead exhibited an increase in pacing thresholds and pacing impedances. The rv lead was surgically abandoned and replaced. During the revision, the lead was tested via pacing system analyzer (psa) which confirmed the observations. No damage was visible on the lead. There were no additional adverse patient effects reported.